Manufacturer narrative:
The device was returned to the service center for evaluation. The customer's reported issue was confirmed as the coupler is broken and detached. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The service group was informed by the clinical buyer at the user facility via telephone that the customer high definition autoclavable camera head's "slide fell apart" during an unspecified event. No patient injury or harm was reported. The customer requested a repair/exchange. The camera will be returned for inspection.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.